Event description:
It was reported that, "pt complained of pain and leg appeared shortened. X-ray taken and implant was found to be mal positioned. Revision on (B)(6) 2011 and acetabulum appeared fractured and components loose. Revision done with acetabular cup with screw fixation, mdm liner and insert and a l-fit head."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.